Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10 years ago. Examination of the submitted product confirmed expected wear for a polyethylene device implanted for approximately ten years. The investigation could not draw any conclusions about the reported infection; however, infection after approximately ten years implantation is unlikely to be product related. No evidence was found indicating product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address a painful infection. Poly wear and osteolysis were discovered intraoperatively.